Manufacturer narrative:
This report is submitted on july 06, 2023.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device (specific date not reported). The device was explanted (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.